Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had seen her primary care physician on (B)(6) 2019; however, her primary care physician was not familiar with spinal cord stimulation. The patient noted that she has an appointment coming up with her primary care physician, and that she is expecting a referral to a pain management physician at that time. The patient noted that she has not been on any medications or alternative treatments for her pain since on (B)(6) 2019, and she noted that this is the time that she also started experiencing the issues with the device. She confirmed that she does not know what device is implanted. She did confirm that she does not currently have a patient programmer. The patient noticed on (B)(6) 2019 that the implantable neurostimulator was functioning on its own, and that the ¿going off¿ was clarified to mean that she started experiencing abnormal bodily sensations like inconvenient pain in her back and skull/neck area as well as pain in her feet and knees. She was also experiencing these sensations in her pelvic area; however, she hasn¿t been able to adjust anything or troubleshoot because she does not know which device is implanted, and she does not have a patient programmer. The patient noted her weight to be 155-160 pounds at the time that this started occurring on (B)(6) 2019. The patient also noted that she is 5¿8¿. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was implanted either 9 months prior to the report or a couple of years prior to the report and is unsure of which device is implanted. The patient reported that the device keeps going off on her and is causing her a lot of trouble. The patient indicated that the device has been going off for the past 9 months. The device is causing her pain and she would like to have it removed. The patient does not know device information but knows that it is for pain. The patient wanted to know the fine and medical problems that could occur with the device. The patient does not have a patient programmer to turn their implant off. The patient indicated that she had never received a patient programmer, but there was also contradictory information indicating that the patient¿s friend may have taken it. The patient mentioned that she is meeting with her family physician on (B)(6) 2019. The patient was redirected to her health care professional to get device information. There were no further complications reported.